Event description:
Literature was reviewed regarding a tandem approach for transvenous lead extraction. The authors described a patient who underwent an extraction of their device and leads due to a systemic infection. The infection consisted of staphylococcus capitis sepsis with discitis and infection of the leads without vegetation. Approximately twenty days after the extraction procedure, the patient died due to a stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a device serial number, the manufacturing date cannot be determined. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: tandem approach for transvenous lead extraction: efficacy, safety, and operational learning curve. Journal of ca rdiovascular electrophysiology. 2026. 37:282¿295. Doi: 10.1111/jce.70207 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.